Event description:
The complainant alleged that during a biomed's routine testing of the device they observed a distorted display (unreadable). The complainant indicated that there was no pt involvement with this incident.